Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.   (B)(4).

Event description:
It was reported that catheter removal difficulties and stent dislodgement occurred. The target lesion was located in the tortuous first obtuse marginal (om) branch segment. Predilation was performed with a 1.5 x 8 and 2.0 x 12 emerge balloon catheter and a non-bsc guide extension catheter was advanced. A 2.50 x 12 synergy ii everolimus-eluting platinum chromium coronary stent system was advanced but failed to cross the lesion. The physician had difficulty removing the stent and the stent came off the balloon and landed in the left main (lm) artery. The dislodged stent was crushed in the vessel wall with another stent and the procedure was completed. No further patient complications were reported and the patient's status was stable and was sent home the next day.

Manufacturer narrative:
Device evaluated by MFR: a synergy ii, us, mr, 2.5 x 12mm stent delivery system (sds) was returned. The stent was not returned for analysis as it was implanted in the patient. As the stent was detached the crimped stent profile could not be measured. The balloon cones were reviewed and no issues were noted. Balloon wings were tightly folded. Crimp stent markings were evident on the exposed proximal portion of the balloon wall, indicating that there was crimp contact between the coated stent and balloon at the time of manufacture. A visual and tactile examination found multiple hypotube kinks along the full catheter length. A visual and tactile examination found a kink in the inner/outer polymer extrusion 83 mm distal from the port bond. The bi-component bond showed no signs of damage or strain. A 0.014'' guide wire was loaded into the device with any issue and removed without resistance. Visual examination found no tip damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter removal difficulties and stent dislodgement occurred. The target lesion was located in the tortuous first obtuse marginal (om) branch segment. Predilation was performed with a 1.5x8 and 2.0x12 emerge balloon catheter and a non-bsc guide extension catheter was advanced. A 2.50 x 12 synergy ii everolimus-eluting platinum chromium coronary stent system was advanced but failed to cross the lesion. The physician had difficulty removing the stent and the stent came off the balloon and landed in the left main (lm) artery. The dislodged stent was crushed in the vessel wall with another stent and the procedure was completed. No further patient complications were reported and the patient's status was stable and was sent home the next day.